Event description:
It was reported that the patient has not had good therapeutic effect; the pump contained preservative-free morphine. An alarm was heard and confirmed by telemetry. The log indicated that multiple motor stalls and recoveries have occurred.the motor stalls have lasted less than two hours. Residual volumes were normal. The patient reported that she uses an electric blanket that is not turned on. The hcp planned to attempt to identify if electromagnetic interference was an issue. A roller study was performed and no stall was noted.